Event description:
The customer reported an issue with her meter which suggest the memory overwrite malfunction has occurred. The customer also states she was unable to test due to the error 3 message on her meter and her son found her unconscious on the floor of her home. Her son treated her with juice and glucose tablets. She did not require third party medical intervention and no diagnosis is documented. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A f/u report will be submitted if the meter is returned. Customers and retailers have been informed through the adc fa16may2006 letter.